Manufacturer narrative:
Correction: in initial report, (B)(4) was selected however, the correct product code is (B)(4). This follow up has the correct selection. Correction: in initial report, PMA/510(k) #(B)(4) was selected however, it is incorrect, (B)(4) is the correct # and has been selected in this follow up. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed a flap striae on the left eye (os) at 1 day post op exam. The patient indicated the goggles came off during the night. The flap was lifted and smoothed. A bandage contact lens was placed on the left eye.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.